Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the sn was unknown and that the cause was due to battery malfuction/dead battery. It was also stated that the patient was considering replacing device and issue has not yet resolved. Patient will follow up with the office once they decided on how they want to proceed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they have had the device for 2 years and it suddenly stopped working they noticed 2 days ago they can't get their external equipment to connect and they've been moving it (repositioning their communicator). Patient said their stimulator worked, it's been fine then, they noticed probably 8 months ago it wasn't as effective for their urgency problems, they saw their doctor 6 months ago an xray was done but everything looked fine, they just lived with it. Pt said since then they saw the staff at the hcp office twice, and they were able to connect using their equipment3 weeks ago, they changed the setting and increased but could not feel it in their groin area like they normally could when they increased, it "flashed on then flashed off and since that time, nothing". When asked, patient said they did not have any other medical tests or procedures, no falls or traumas. The patient was redirected to their healthcare provider to further address the issue. During the call pt attempted to synch with their ins and said they got the : device not responding message, despite repositioning several times. Patient was not able to feel the stimulator under their skin, but said they could feel the bump of it. Worked with pt to restart the handset and toggle wifi on and back off off, bluetooth off and back on, and toggle airplane mode on and back off but attempts were unsuccessful. The issue was not resolved through troubleshooting.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.